Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Patient called and stated she is in fill 1 of 3 with 64 ml expected 2000 ml and the cycler is getting the heater bag is on heater tray. The patient then stated that she just noticed fluid leaking from under the cassette door. Patient was advised to cancel the treatment and remove the cassette. The patient stated when she removed the cassette, the area where the cassette goes was all wet inside. During follow up the patient reported the issue was resolved without any medical intervention, no peritoneal dialysis treatments were missed, the set was discarded.